Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump received an internal clock comparison error alarm, a software error alarm, and a no reservoir alarm. The patient's blood glucose at the time of incident was 3.2 mmol/l. The customer stated that these alarms have occurred four to six times each. Troubleshooting was initiated but the customer declined to complete it. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was programmed with correct time and date and was monitored with a 1 unit per hour basal rate for 9 days; no unexpected a12, a20 or a52 alarms were noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No cosmetic damage noted.